Event description:
Hcp reported there have been problems with residuals since one month after implant. In 1/2002, had 10 ml residual and it should have been 2.8 ml. In 4/2002, residual volume should have been 3ml and there was 17.5 ml. Since the implant, they were increasing patient dosage with each visit. Patient was having no withdrawal symptoms, just inadequate pain relief and ended up at 4.5 mg. A dye study was done that indicated no kinks. A pump bolus was done and no medication was observed coming out. The pump was explanted and replaced. The patient is reported to be doing well at 1.5 mg. The hcp reports the patient fell sometime in march, but is unsure if this fall caused the pump problem or not as they were having problems with the pump before this. A follow up report will be sent when additional information is received.